Event description:
It was reported that a malfunction alarm occurred. Replacement pump was sent to customer to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer had not addressed high bg at time of troubleshooting.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.